Manufacturer narrative:
(B)(4). The set was discarded at the facility and the lot number was not identified; therefore, no investigation could be performed.

Event description:
Customer reported set leaked sometime in the prior month, resulting in patient receiving less or no medication. Reporter thinks the leak was from the female luer area, but is not sure. No clinical contact information was available to obtain more details and there was no report of any patient harm or medical intervention. The set was discarded by the user. Customer states that no further patient/event information is available.